Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous coronary intervention, the device would not cross the lesion. The 90% stenosed target lesion was located in the mildly calcified and severely tortuous left circumflex. The physician used a 2.50mm x 15mm emerge balloon catheter to pre dilate the target lesion but it was unable to cross the lesion. The device was exchanged with a 1.5mm non bsc balloon catheter for pre dilatation and it crossed the lesion. They performed another dilatation with a 2.50mm x 15mm emerge balloon catheter and attempted to implant the 2.5/23 non bsc stent but failed. The physician attempted to perform the dilatation again with a 2.50mm x 15mm emerge still it was unable to cross the lesion. Pararell wire technique was performed and tried again but failed again. Dilatation was done again with a 2.5mm non bsc balloon catheter which was able to cross the lesion. The procedure was completed with the implantation of a 2.5/23 non bsc stent. No patient complications were reported and the patient status is good. However, returned device analysis revealed a balloon tear.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: returned product consisted of an emerge balloon catheter with the carrier tube (hoop). There was blood in the inflation and guide wire lumens. The balloon was loosely folded. Magnified inspection revealed a 7mm longitudinal tear in the balloon wall material on the proximal end of the balloon. Inspection of the device presented no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).